Event description:
It was reported that the insulin pump is not delivering the correct amount of insulin. Customer has been experiencing low blood glucose reading. The current blood glucose reading is 103 mg/dl. Customer stated that she has called the paramedics a couple of times due to low blood glucose. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.